Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 28cm d/l glidepath catheter, product packaging and label were not returned for evaluations, and one electronic photo was provided for the review. The photo shows a partial view of an implanted hemodialysis catheter, with evidence of catheter breakage at the blue hub line. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Distinct curvature was noted throughout the device. What appeared to be pinholes on the extensions, were observed. The edges of the pinholes were observed to be uneven. An in-house syringe was attached to the blue luer. Upon infusion, a leak from the distal end of the extension leg, proximal to the bifurcate was observed. Therefore, the investigation confirmed the reported catheter fracture and fluid leak, as well as for identified material puncture/holes issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2023, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. 2 years 9 months and 22 days post the procedure on (B)(6) , 2026, it was noted that the catheter had broken and further reported that it had also leakage. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2023, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. 2 years 9 months and 22 days post procedure, it was noted that the catheter had broken and further reported that it had also leakage. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.